Event description:
Report received of an overdelivery of prograf. The pump was programmed on line b to deliver 250ml of an unspecified concentration of prograf at a rate of 10.4ml/hr. The solution was begun at 12:30pm. It was reported that the bag was empty at 4:30am. The solution infused in 16 hrs instead of the intended 24 hrs. A serum prograf level was drawn and was reported to be within normal limits. The pt did not show any signs of toxicity. The customer could not recall the solutions being infused on the other 3 lines, but reported that there were no problems with their deliveries. Though requested, no further info was available.